Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to lead noise. The noise was unable to reproduce with the additional testing. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient was stable during and after the procedure.